Event description:
It was reported that an occlusion alarm occurred, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. No additional assistance was necessary, and the case was subsequently closed by technical support.